Event description:
Adverse event: joint effusion (pain/swelling). In 2009 - a male pt received his 1st injection of supartz into the left knee for osteoarthritis. The following day - his left knee became inflamed/and began to swell causing intense pain. He was admitted to the ER (emergency hospital care). 60 cc of fluid was aspirated from the left knee. The fluid aspirated was yellow and purulent colored. 90% polys, wbc was 9,000; cool to touch, no fever noted. No signs or symptoms of infection. The next day - early am - 30cc of yellow-purulent fluid was aspirated, afternoon pm - 20cc of yellow-purulent fluid was aspirated. He was given steroidal injection and released. The same day - he was resting at his home. No medications were prescribed. He rated his pain a 5 on a 1-10 scale. The swelling has subsided. No further incidents to report. The physician relates the pt's reaction to the supartz.

Manufacturer narrative:
This report is definitive.